Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt and that the customer experienced high blood glucose levels for several days. The customer's blood glucose was 347 mg/dl. The customer's most recent blood glucose was 255 mg/dl after a bolus of 1.8 units. The customer declined to check for possible insertion site nor insulin issues. Customer stated that no recent changes to the insulin pump's programming prior to the unexplained high blood glucose event. Customer declined to check the basal rate and bolus wizard settings for accuracy. The customer noted that the insulin pump had alarmed no delivery and auto off since the high blood glucose issues began. The customer declined to perform the high pressure test and advised that she would monitor her blood glucose readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.